Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Compromised force sensor system alarm was not verified due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window, missing end cap sticker, and broken reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for compromised force sensor system and external flash error. Blood glucose reading was unknown at the time of the call. The customer had been treating with manual injections. Customer stated, the insulin pump was not dropped or bumped. Found that the drive support cap was sticking out. Customer mentioned that the bubble sticker had fallen off a long time ago. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.